Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the left ventricular lead dislodged and exhibited high thresholds. The lead was no longer used and replaced.